Manufacturer narrative:
Follow-up #1: date of submission 04/23/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2014 with the following findings: review of the black box data revealed the last basal delivery and the last bolus were recorded on february 18, 2014. The bolus history revealed all boluses were delivered as programmed. There were no alarms related to the complaint in the alarm history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The reporter contacted animas on (B)(6) 2014, alleging the patient experienced low blood glucose (bg) of 2.9 mmol/l with symptoms of shaking, sweating and loss of concentration between 12:30 pm and 1:45 pm the of the call. The patient reportedly consumed carbohydrates to elevate the bg and discontinued insulin pump therapy at 1:00 pm. The patient¿s bg was reportedly 7.2 mmol/l by 5:15 pm the day of the call. The reporter alleged the pump was delivering double the amount of bolus units, but the bolus history showed the normal bolus amount. Review of the bolus history during troubleshooting revealed 4 occasions of patient programmed units and history showing double the amount of units on (B)(6) 2014. This complaint is being reported because the alleged inaccurate delivery issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.